Event description:
It was reported that the device contributed to the guidewire fracture. The target lesion was located in left anterior descending artery (lad). A 1.25mm rotalink plus was used together with a rotawire. After ablation, the distal end of the rotawire broke during removal. The detached component of the device was left inside the patient and remained in lad.

Event description:
It was reported that the device contributed to the guidewire fracture. The target lesion was located in left anterior descending artery (lad). A 1.25mm rotalink plus was used together with a rotawire. After ablation, the distal end of the rotawire broke during removal. The detached component of the device was left inside the patient and remained in lad.

Manufacturer narrative:
Device evaluate by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter with the related rotawire in the device. Rotawire was removed with little restriction due to wire kinks. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.